Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old (B)(6) male had impella 2.5 pump inserted in the left femoral. The patient had acute renal failure due to hemolysis. The physician wanted to use impella to unload but hemolysis was getting worse, patient was hemodynamically stable, so the physician removed the device. The patient was put on dialysis solely for the signs of hemolysis attributed to impella use.

Manufacturer narrative:
This was a duplicated report that was previously reported under 1220648-2019-00061.